Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned, therefore, the complainant's event could not be verified. Lot number was requested but not provided; therefore, device history record review could not be performed. The cause of the event was most likely as reported, the surgeon cracked the insulation by bending prior to surgery. The directions for use (dfu-0088) lists: "do not bend or reshape the probe; insulation damage can result". It also warns users: "do not use devices that have visible insulation damage. Insulation damage can cause unintentional injury to tissue". The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.

Event description:
The surgeon bent the ablator wand to do a lateral release knee scope on a female patient. The wand cracked at the bend that he put it in which he didn't realize and when the surgery was conducted the patent got a minor burn because it arced through the crack.